Event description:
The user facility reported a instance where a z-800 infusion pump did not stop at end of infusion. Infusion mode was continuous (time/volume). Infusion time was programmed at 1 hour 15 minutes. Volume to be infused was programmed at 250 ml. Pump was running at a flow rate of 200 ml/hour. There was no patient harm. Zyno has requested but the user facility has yet to provide patient information.

Manufacturer narrative:
Evaluation of the returned device involved in this incident by a zyno representative indicated that it was operating in accordance with its specifications. The exact work flow of this incident was followed but failure could not be duplicated.